Event description:
It was reported that the customer's insulin pump had an unresponsive up arrow button. The customer stated that they replaced the battery with a new energizer alkaline battery, but the issue persisted. The customer's blood glucose was unknown. The customer stated that they had to discontinue use of the insulin pump and revert to manual injections until the replacement insulin pump arrived. Nothing further reported.

Manufacturer narrative:
Pump was received with intermittent button response due to corroded keypad traces. Unit had cracked case at display window corner, minor scratched lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.